Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient was not able to get ¿adaptive stim¿ to stay on. The patient was going to see a company representative on (B)(6) 2014. The patient just had the adaptive stim capability turned on. The patient has major coverage problems but the doctor recommended adaptive stim. It worked fine for a couple days but then the patient started having stimulation issues. When physically in one position the screen would show patient in a different position. The patient was shown how to manually adjust the amplitude. The auto stimulation went out completely. The patient was the only person in the country that was programmed for ¿recline¿ position when she was laying down. The company representative later reported that they met with the patient on (B)(6) at the neurosurgeon office. Impedances were tested which were excellent. The doctors are planning an x-ray but it was unknown when it will happen. No malfunctions were seen in the patient¿s system and believed the lead has not moved. The patient had a trial with a single percutaneous lead which did a fair job recruiting her main pain target, a deep spot in the lower right hip joint area. When it flares up, additional pain will go down the right leg. The patient¿s 565 lead recruits too large of an area with not enough localizing in that spot. Center column of the lead recruits too much to the left including rib/radicular/some anterior and right column recruits too much to the right including rib/radicular/some anterior. The best they could get was with 2 side by side cathodes on center and right with anodes centered above and below with the least possible pulse width. This minimized the lateral radicular coverage, gets coverage in the right leg but it never localizes on the hip joint spot like the percutaneous lead did. The doctors wanted the 565 lead array for the options available beyond a percutaneous. It actually surrounds the patient¿s pain target area but it cannot penetrate deep enough because with greater pulse width the radicular/rib/anterior/groin coverage was too much and it still did not go deep enough. The company representative was going to meet the patient again on (B)(6) to activate the sensor and see if any improvement could be made with the coverage, could not get any better. The patient does use it and feels it does help to an extent ¿takes the edge off¿ but was not dealing with her focal point as she would wish. The patient has another appointment with her doctor to discuss her status and what options they want to pursue (more surgery, return to percutaneous, subcompact spacing, pump). A month later a surging sensation was reported. The patient has been experiencing a sputtering or motor boating symptoms in the past week to week and a half. The motor boating felt like a stimulation intensity increase and pulsed. This occurs after a small position move, about 3-4 times a day and in any position. This only occurred in adaptive stimulation mode. It was thought that the lead was probably at the scarred in point. The frequency was reduced to 75hz. The has very unique settings. The patient uses a reclining chair (called relax the back for about 6 hours a day). The patient does not use laying right/left (lr, ll) for her positions, so the ins was ¿tricked¿ into using lr and ll positions for the reclining mode. This was programmed about 1.5-2 months ago. The patient does change settings for the ins to learn new position amplitudes. Another group was not set up without the special reclining position. The patient was happy with her special settings until the surging/motor boating started to occur. The company representative was going to wait for the patient to get back to him on the rate change and monitor the position. A week later it was reported the rate change that was made during last programming session has not addressed the motor boat issue. The ll was programmed at 4.1v and lr was not enabled. Lying back was at 3.1v and lying forward 8v, the patient uses this position when walking as she uses walker and is hunched over when she walks. When the patient was more upright and triggers upright position, she uses 7v. In the past the patient was adjusting voltage a lot but since some further programming has been done to fine tune it so she was making less changes now. The patient has 2 groups with one program, a1 and b1. B1 does not have adaptive stimulation and a1 does. B1 was created about 3 clinic visits ago. Due to the patient¿s physical disabilities, she has a hard time getting the patient programmer (pp) to her back where the ins is so making manual adjustments was not a good option for her. The patient has a history of both hip replacements. The stimulation covered the buttock and low back but did not address a deep hip pain. The 565 lead was midline and the right column of the lead straddles the spot where the trial lead was. The tip of the 565 lead goes to the right spot and the heel of the lead was midline. Programming the right column gave some rib and anterior stomach stimulation, due to that 5+, 6-, 11- and 12 + was needed. One of the patient¿s complaints was while lying flat (lying back) the stimulation would get stronger and then weaker and then she would get a strong ¿hit¿ (strong stimulation). This does not occur with group b. This has been an issue for the last 2 weeks. The company representative thought the patient was getting enough benefit but wants to be able to explain why the patient stimulation feels this way. The patient wanted to know why these changes in the stimulation while lying back did not occur the first 2-3 months, she was using the adaptive stimulation and did not have this issue. The patient did tape the antenna of her pp over the ins to make sure that the positions occurred as expected, however, that did not work well for the upright position as the patient had a hard time checking her positions with the pp. The patient was able to check her position while lying flat and the pp showed the appropriate position. The patient was getting changes in stimulation with movement. The patient is an expressive person, would move her arms, head and torso while talking. The patient has had 3 pretty good falls since implant. The patient was prone to falling and was unstable on her feet. The 565 lead did not move. The lead was scarred in heavily and there was no concern about lead movement. The patient was going on a trip abroad this summer and would not be making any big changes in the therapy before then. The patient was not using stimulation lying back currently and was using medications instead. The adaptive stimulation works better for the patient when she is upright. The patient wanted to get a second opinion to discuss the changes in the stimulation and getting better hip coverage. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported 4 days later that the surging sensation occurred only in manual mode. The patient has not been getting great coverage for the past 3 months. The patient wondered about a lead revision but the doctor do not want to touch her. The patient is a fall risk and wobbly. Three days later the patient made an information request regarding recharging. The patient was going to (B)(6) and wanted to know how long she has to keep the recharger plugged in to make sure the recharger would have a full battery. The patient charged her ins last night and it was fully charged. The patient used the recharger during the report and the recharger battery icon was reviewed and confirmed to look full. The patient has to run the stimulation very high and the ins battery runs down very fast since she got it. Something else was happening that started approximately the last month, the patient did not know what it was but the company representative was aware, and nobody was sure what it was. The patient was going to deal with it after she comes back from (B)(6) in a month. The patient has a bunch of issues and it was too complicated. The system was not implanted totally midline because they could not get it exactly midline. The patient has 16 electrodes and was only using 4 of them. The adaptive stimulation was not able to be ran for 6 weeks after implant until the patient was scarred. The company representative spent 4 hour sessions trying to program this and now he reached the end of the line. When the patient gets back from (B)(6) she will go see other health care providers (hcp). It had been a gradual thing and a long-term issue. The device still works when the patient turns it on very high and it helps when she was in pain, "despite of everything, I love my stimulator and my adaptive stim." It was additionally reported that the patient gets back from (B)(6) sometime in (B)(6). The patient was interested in a second opinion from "the best doctor in the country, whoever that is, and I'll go there." It was wondered to what extent would the epidural scarring around the patient's 565 lead effect the paresthesia's she describes and impact repositioning.